Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the reported issue. The stm notified the customer's biomed that this was a user error and that the unit was working under normal circumstances. The stm advised that the customer should have used the "help" button to troubleshoot the alarm. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It was later clarified that the iabp unit generated a "leak in iab circuit" alarm. There was no patient harm and no adverse event was reported.